Event description:
Patient with history of posterior spine fusion for scoliosis deformity with initial surgery date of (B)(6) 2011. Surgical removal of spine implants due to implant corrosion and delayed infection.